Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/09/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/01/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed multiple occlusion alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor was found to be within specification. No damage was observed to the force sensor or the power circuits.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.